Event description:
A male patient was admitted emergently due to ruptured aaa. The physician was able to get a main body in place. The patient's iliac were tortuous, so the physician was unable to place the iliac leg grafts and decided to convert to an aorto-uni procedure. A renu converter was used as well as two iliac leg grafts. The physician attempted to place a zip occluder, but was unable to place that due to tortuosity. The patient lost a lot of blood, and expired two days later.

Manufacturer narrative:
Evaluation: still under investigation.